Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inspection of expresscare kit by depuy synthes spine found the attachment piece section of the pipeline ls blade was broken. It is not known when/where breakage occurred. No product complaint had been filed. However, intra operative breakage of the attachment piece has the potential for the broken portion to fall into a surgical site and go unnoticed.

Manufacturer narrative:
Visual inspection of the pipeline blade noted that retraction tab had broken off of the blade. Significant markings were noted at the distal tip of the blade. Review of the device history record found no discrepancies. A 12 month review of the complaint trend analysis for the specific product code noted that there were no related complaints for breakage. The root cause cannot be positively determined based on the provided details and returned product sample. However, the pipeline blade showed signs of significant wear on the distal portion. It is possible that the blade was subjected to a higher than anticipated stress during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. Note: complaint information was re-evaluated with receipt of the complaint sample. It was determined that due to the size of the broken attachment piece and its position, it is unlikely that the broken section would fall into the surgical site and/or go undetected during a procedure. As such, this would not be considered to be a reportable malfunction as originally indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.